Event description:
It was reported that a patient presented with grade 3+ mixed mitral regurgitation (mr) for a mitraclip procedure. On (B)(6) 2023, one mitraclip ntw was implanted central on the valve. The clip was implanted successfully. The mr was reduced to grade 1. On (B)(6) 2024, the patient returned for a follow-up transthoracic echocardiogram (tee) and a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. The mr increased to grade 2 and the patient was symptomatic with dyspnea. Due to the degenerative nature of the disease, a second clip intervention was not possible. The patient underwent a tricuspid intervention with a triclip on (B)(6) 2024. The tr was reduced from grade 5 to grade 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. The dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as due to the degenerative nature of the disease, a 2nd clip intervention was not possible. There is no indication of a product issue with respect to manufacture, design or labeling.